Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture. Siemens is in the process of investigating this event.

Event description:
The customer reported discrepant glucose results on the rp 500 compared with two non-siemens lab analyzers. There was no report of injury due to this event.

Manufacturer narrative:
Siemens reviewed the data files provided by the customer. The glucose sensor had no error codes. The aqc results were in the expected ranges. The discrepant glucose result on the rp 500 is most likely due to a drug interferent that is reacting with the glucose oxidase enzyme. Two other samples were taken and run on two other lab analyzers which do not use glucose oxidase in their glucose sensors. The root cause of the discrepant result cannot be determined without knowing all drugs the patient was taking. The patient was on linaglipitin which is not believed to be an interferent but they were also being treated with beta blockers. The names of the beta blockers used were requested, but not provided.